Event description:
Same case as MDR# 2134265-2011-05966 and MDR# 2134265-2011-05968.it was reported that during preparation for percutaneous coronary intervention treatment procedure, a foreign material was noted on the guide wire. The 75% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician noted a powder material attached to the extra support rotawire guide wire upon removal of the device from the hoop. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
Same case as MDR# 2134265-2011-05966 and MDR# 2134265-2011-05968. It was reported that during preparation for percutaneous coronary intervention treatment procedure, a foreign material was noted on the guide wire. The 75% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician noted a powder material attached to the extra support rotawire guide wire upon removal of the device from the hoop. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by MFR: the rotawire guide wire was received for analysis. Visual and tactile analysis revealed white lube material along the wire. Dimensional analysis found all outer diameter measurements to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference due to the customer's dissatisfaction with the appearance of the product. (B)(4).